Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call motor error alarm on the insulin pump. Customer's blood glucose reading was unknown. Troubleshooting for the motor error on the insulin pump was performed. Customer advised the drive support cap was loose. Customer received motor error more than once in a 30 day period. Customer was able to rewind the insulin pump and the alarm occurred during bolus delivery. Troubleshooting for keypad anomaly was performed. Customer advised they continually pressed the buttons multiple times in order for the insulin pump to respond. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. We were unable to verify motor error alarm or perform the functional testing, including the operating currents test, self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests due to button keypad anomaly. The motor passed motor test. The drive support disk was inspected and no anomaly was noted. The insulin pump had a cracked case at display window corners, cracked reservoir tube lip, minor scratched and cracked display window.